Event description:
According to a hip study published by the jbjs journal: a revision surgery was performed due to peri-prosthetic fracture following a fall. There were a reported 18 cases that were performed between jan 2000 - dec 2002 at the (B)(6).

Manufacturer narrative:
According to a hip study published by the jbjs journal: a revision surgery was performed due to peri-prosthetic fracture following a fall. There were a reported 18 cases that were performed between jan 2000 - dec 2002 at the (B)(6).